Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a reoccurred frozen display. Customer stated that the insulin pump asked the new battery but never turn back on. Customer stated that the they brought new batteries put in the insulin pump but never turn back on she different kind of brands but nothing work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.